Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was inconclusive. Thirty-nine months post implant, there was photo from the explant procedure to support a fabric tear in the distal cuff; however, the explant was not returned for evaluation. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: mild calcifications at the distal aortic neck and patent inferior mesenteric and lumbar arteries.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model: ba25-80/i16-40 lot: 1044220-011. Release date: 08/29/2015. Expiration date: 04/30/2015.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Patient was admitted to the hospital on (B)(6) 2015 and an explant was performed due to the increase of the aaa. Initially it was thought to be a type ii endoleak. However, upon explant a hole was noted in the extension cuff and a minimal overlap of the extension was noted. The patient is in stable condition.